Manufacturer narrative:
This is a supplemental report to provide additional information. The referenced phenomenon could not be confirmed since the subject device was not returned for evaluation. The manufacturing records were reviewed and found no irregularities. The exact cause of this issue could not be conclusively determined. Based on the past similar cases, omsc surmised that the tip of the stent contacted and damaged the bile duct due to the condition where the stent was placed or the patient's condition, resulting in the perforation. The instruction manual of the device has already warned as follows; after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding.

Manufacturer narrative:
Since the subject device in this report was not returned to olympus medical systems corp. (Omsc), omsc could not evaluate the reference device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2017, the stent was placed inside the patient during the treatment of calculus in the common bile duct. When an endoscopic retrograde cholangiopancreatography was performed on (B)(6) 2017, it was found that the stent migrated from the papilla of the patient and the bile duct was perforated. The doctor removed the stent and stopped bleeding. The intended procedure was completed. The patient¿s condition was stable as of (B)(6) 2017.